Event description:
It was reported that the health care provider (hcp) observed the actual residual volume (arv) was greater than the expected residual volume (erv) at a refill; arv approximately 15 cc and the erv 2 cc. No symptoms were reported by the hcp. An indium study was planned but the date was unknown. This device system delivered lioresal. Additional information was requested for the diagnostic results, interventions, resolution and current patient status but this information was not available at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).